Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced severe pain in her lower back, increasing vaginal and pelvic pain, pain during urination, urinary retention and incontinence. The patient reported that the pelvic floor repair mesh was removed (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07245. The same patient is represented in each medwatch.